Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.

Event description:
The customer contact reported an requested bolus dose was delivered. At an unspecified time, the device was programmed in the pca only mode to deliver morphine 5mg/ml. No specific pump programming was provided. Between 0500 and 0900, the patient reportedly received 22mg of morphine. The nurse noted the patient to be sleepy; however, was able to be aroused. According to the patient, the patient pendant had not been pressed. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.